Event description:
The wound vac turned off at the beginning of the shift. The unit was plugged in, but it went into a default screen when it was first turned on and then, it booted correctly. History indicated that this wound vac was off for 4 hours. The pt did not hear any alarm sounds. Physician made aware of this issue.